Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529rpend, serial/lot #: unknown, ubd: unknown, UDI#:unknown h3) a manufacturer representative went to the site to test the bi70002000 imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities, all of which passed. The visual inspection of parts prior to installation and the mechanical fit of the part upon installation also passed. The representative replaced the pendant to resolve the reported complaint. After the parts were replaced, the system was found to be functional and performed as intended. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about an imaging system issue identified outside of a procedure. It was reported that the pendant buttons were not working and were hard to press. There was no patient involvement reported.

Manufacturer narrative:
H3/h6 - evaluation of the returned pendant bi71000529rp lot# 12018 0011 rev. 1 found the pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows there are instructional sticker on the face and the pendant laminate is starting to lifting/ bubbling up from around the keys. Worn pendant. Codes b01, c07, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.